Event description:
It was reported by customer that cracked PICC discovered when flushing prior to insertion. No other information was provided. Additional information: during follow up with the customer, this was an inserter error, one of the new nurses cut the PICC and then stated the PICC was found cracked from the package.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split catheter is confirmed and was found to be use related. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a large split in the catheter. According to the description of the reported event, the customer claims a nurse cut the catheter with a sharp instrument by mistake. With this evidence, it was concluded that the root cause of the observed split is use related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that cracked PICC discovered when flushing prior to insertion. No other information was provided. Additional information: during follow up with the customer, this was an inserter error, one of the new nurses cut the PICC and then stated the PICC was found cracked from the package.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that cracked PICC discovered when flushing prior to insertion. No other information was provided.